Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent bilateral refractive lens exchange (rle) and implantation of rayone trifocal rao603f on (B)(6) 2019. This report concerns the patient's od eye - see MDR 3012304651-2020-00026 for os eye report. Rayner iols are not indicated for refractive lens exchange, they are intended for placement in the capsular bag following either phacoemulsification or manual extracapsular cataract extraction (ecce). On (B)(6) 2020 the patient underwent a pars plana vitrectomy (ppv) for symptomatic vitreous opacities. Iol opacification was diagnosed on (B)(6) 2020. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interaction. The following have been identified as possible causes of opacification in published literature; off label use of intracameral alteplase(actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices, repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes,as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The patient has undergone a pars plana vitrectomy (ppv) and this is likely a contributory factor to the development of opacification in this case. The healthcare facility has indicated that it is their intention to explant the rayone trifocal rao603f iol. Rayner has requested the return of the iol for analysis to facilitate further investigation of the event.

Event description:
On 30th november 2020, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of a rayone trifocal rao603f. The event description provided states that the patient underwent a pars plana vitrectomy (ppv) on (B)(6) 2020 for symptomatic vitreous opacities and that on (B)(6) 2020 iol opacification was diagnosed.